Event description:
This event was reported as insufficiency. No further info provided.

Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed calcification throughout each leaflet, especially concentrated at both attachment sites of the noncoronary cusp, which resulted in stenosis of the effective orifice area and multiple disruptions, including detachment of each cusp, as well as incomplete coaptation. Host tissue overgrowth had fused the commissure between the right and left-coronary cusps, contributing to stenosis of the valve. Mechanical injuries were noted in each stent post and in the noncoronary cusps which appeared artifactual of explant. X-ray analysis revealed calcification within the aortic wall and belly of each cusp. Stent distortion was noted and appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to calcification. These findings would account for the symptoms noted clinically. H6: 86 = x-ray analysis.